Manufacturer narrative:
No unexpected error alarms or blank display anomaly was noted. The insulin pump passed the self test, reset error test, displacement test and off no power test. The operating currents were within specification. The insulin pump was received with a cracked display window, cracked case at the display window corners, broken reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received an unexpected restart alarm. Alarm history showed excessive program alarm anomaly and signal too low alarm. Customer also reported of experiencing a blank display which is resolved by pressing the esc button. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.